Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code: nodule.

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with redness, pain, and swelling under entire patch area, which occurred 9 days after the sensor had been inserted in the arm. The patient was seen by an health care proffesional, and when the sensor was removed, there was a swelling noted the size of a golf ball. The reaction was treated with a prescription of an oral antibiotic, smz/tmp/ds 800-160 tablet (sulfamethoxazole and trimethoprim). At the time of the report the patient was stable. No additional event or patient information is available.